Manufacturer narrative:
No injuries were caused to the patient or the emts; however, we are reporting due to the delay in transport.

Event description:
During a patient transport, the cot was continually searching for the battery charge and would not allow the cot to operate. The customer also stated that the manual release did not function.